Event description:
It was reported that the system 9800 displayed pre charge errors on initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an investigation. The malfunction was verified. The battery pack was found to be unable to hold sufficient charge. The in house biomedical engineering staff will replace the battery pack. No further problems are anticipated following battery replacement.